Event description:
The customer reported that the device was applied to tissue during a laparoscopic-assisted vaginal hysterectomy and the device jaws could not be re-opened. The surgeon pried off the device in order to remove it. There was no pt injury or tissue damage reported. The site contact was not able to provide add'l info regarding the device or incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.